Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact is not a medical professional but a more accurate choice is not available. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused multiple filter prongs to perforate the ivc, a failed retrieval attempt, and thrombus within the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Without imaging available for review and the limited information provided a clinical determination could not be made as to the cause of the events. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in a legal brief, a patient was treated with an optease vena cava filter, the filter subsequently malfunctioned and caused injury, damage, and/or wrongful death to the patient including, but not limited to physical and emotional damages from multiple filter prongs perforating the ivc, a failed retrieval attempt, and thrombus within the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused multiple filter prongs to perforate the inferior vena cava (ivc), a failed retrieval attempt, and thrombus within the filter. The patient reported experiencing perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, in addition to worry and anxiety. According to the medical records the indication for the filter implant was right leg deep vein thrombosis (dvt) and a right retroperitoneal hemorrhage. The filter was placed via the left femoral vein and deployed with the tip approximately 1cm below the influx of the renal vein with no immediate complications. An ivc study performed prior to deployment showed no clot within the ivc. Approximately two weeks post implant the patient presented for removal of the filter. The procedure was not performed due to the discovery of thrombus within the filter. The patient was treated with anticoagulants and remained on six anticoagulants for the next three years. No longer wishing to remain on anticoagulants, the patient elected to undergo removal of the filter. Approximately four years and eleven months post implant there was a failed retrieval attempt. Early in the procedure it was determined that the filter was embedded into the wall of the ivc. The retrieval continued; however, the patient began experiencing nausea, vomiting and hypotension. During insertion of the wire the patient's right heart was perforated, causing cardiac tamponade and finally pulseless electrical activity (pea) arrest where the patient coded for three minutes. Cardiopulmonary resuscitation (CPR) was performed and later pericardiocentesis. Imaging confirmed that the life-saving measures had caused bilateral pericardial effusion, liver laceration and right adrenal hemorrhage. A computed tomography (CT) scan done approximately twelve years and six months after the index procedure revealed that multiple prongs of the filter have perforated through the ivc wall. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Nausea, vomiting and hypotension do not represent a device malfunction and may be related to sedation provided during the procedure. Cardiac perforation also does not represent a device malfunction and may be related to practitioner technique, wire selection and patient anatomy. The ensuing events following cardiac perforation, tamponade, pulseless electrical activity (pea) arrest, bilateral pericardial effusion, liver laceration, right adrenal hemorrhage, do not represent a device malfunction and are related to the initial cardiac insult and measures taken to resuscitate the patient. Without imaging available for review and the limited information provided a clinical determination could not be made as to the exact cause of the events. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: health effect - clinical code: code 1888 was used for 'right adrenal hemorrhage'. Section h6: health effect - clinical code: code 1762 was used for 'pulseless electrical activity (pea) arrest'.

Event description:
Additional information received per the medical records indicate that the patient has a history of right leg deep vein thrombosis (dvt) and right retroperitoneal hemorrhage. The filter was deployed via the patient's left femoral vein. A study revealed there were no clots within the inferior vena cava (ivc). The filter was placed with the tip approximately 1 cm below the influx of the renal veins. There were no immediate complications. A final venogram showed good placement of the filter. Approximately two weeks after the index procedure, the patient presented for removal of the filter. The procedure was not performed due to the discovery of thrombus within the filter. The patient was treated with anticoagulants and remained on six anticoagulants for the next three years. No longer wishing to remain on anticoagulants, the patient elected to undergo removal of the filter. Approximately four years and eleven months after the index procedure there was a failed retrieval attempt. Early in the procedure it was determined that the filter was embedded into the wall of the ivc. The retrieval continued; however, the patient began experiencing nausea, vomiting and hypotension. During insertion of the wire the patient's right heart was perforated, causing cardiac tamponade and finally pulseless electrical activity (pea) arrest where the patient coded for three minutes. Cardiopulmonary resuscitation (CPR) was performed and later pericardiocentesis. Imaging confirmed that the life-saving measures had caused bilateral pericardial effusion, liver laceration and right adrenal hemorrhage. Computed tomography (CT) scans done approximately twelve years and six months after the index procedure revealed that multiple prongs of the filter have perforated through the ivc wall. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc. The patient also experienced worry and anxiety.